Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at eight atms on the third inflation. The first inflation was to six atms and the second inflation was to eight atms. The pt was asymptomatic during this event. The lesion being treated was in the first diagonal branch of the left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with a guidant voyager balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'